Event description:
It was reported by the customer that a pyxis es refrigerator had a helmer refrigerator was not detected on bus. The customer reported that the user was able remove medication from the another station and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the es refrigerator was not detected on bus. A field service engineer replaced the network cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.